Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 30-oct-2015, an fse conducted on-site follow-up with the customer. The fse cleaned and lubricated the cup pick-up on the hybrid arm, checked alignments, and found x-axis alignment off on cup transfer incubator in and out positions. These alignments were corrected. This returned the instrument to normal operation. The most probable cause of the reported event was due to a faulty x-axis alignment in incubator.

Event description:
On (B)(6) 2015, a customer reported error 2036 hybrid arm cup transfer with their aia-2000 analyzer. The customer is unable to run prl and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.